Manufacturer narrative:
B3: exact date not reported. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that there were 2 instances of leaking cassette that happened once in (B)(6). Customer also noticed that some cassettes are not fitting well on the pump. There was unknown patient involvement, and unknown harm/adverse event was reported.